Manufacturer narrative:
The device remained in use and was not returned for evaluation at the time of this event. A direct correlation between the device and the reported event could not be determined through this evaluation; however, the manufacturer¿s heartmate ii lvas instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 2 months.the patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s pump powers started increasing over the weekend from a baseline of 4 watts to a high of 6-7 watts. The patient's lactate dehydrogenase (ldh) was 1219u/l from a baseline in the 500u/l range. Additionally, the patient's liver enzymes were trending upward from normal and the total bilirubin was 1.1 mg/dl. The patient was admitted with hemolysis and suspected pump thrombus. An echocardiogram showed moderate to severe aortic insufficiency and a mildly dilated left ventricle with the pump speed at 9200rpm. The pump was ramped to 10,000rpm without significant change in the patient¿s left ventricular end diastolic diameter. A heparin infusion was started with a target partial thromboplastin time of 60-70 seconds. The manufacturer's technical services reviewed the log file and noted that the average pump power was 6 watts (range 4.8-7.9 watts) with an average estimated flow of 6.8lpm (range 4.1-9.9lpm). There were approximately 62 pi events captured in the 23 days of data. There were no abnormal alarms or events recorded.